Manufacturer narrative:
Date of event was estimated. The reported observation of ¿unable to connect to generator¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was the result of the patient¿s procedure.

Event description:
It was reported the patient underwent an unrelated surgery and later was unable to connect to the generator. The patient was unsure if the device was placed in surgery mode. As a result, surgical intervention occurred wherein the ipg was explanted and replaced to address the issue.